Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock while sleeping. This occurrence is indicated by a long pause in which patient did not receive pacing support. The cause of the shock therapy was lead noise. The patient will be brought in for further evaluation. No resolution was completed at this time. No further information is available.